Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged housing damage malfunction was verified. The alleged filling and electric shock malfunctions could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump, as a result the pump housing became corroded. Reportedly, the customer was still able to access all pump features. During a pump system check with a water filled cartridge, no insulin was observed to be exiting the tubing. In addition, the customer reportedly experienced an electric shock while on the pump. The customer's blood glucose (bg) level was 330 (mg/dl) and a manual injection was delivered to address bg level. The customer believed that the pump was not operating properly due to the housing damage. Customer alleged that bg level was elevated due a pump issue. Reportedly the customer would continue to use the pump for insulin therapy.